Manufacturer narrative:
E1: reporting address state: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the speed of the cooling fan. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) went to the customer site and confirmed that the speed of the cooling fan was incorrect when compared to the set speed. The asp replaced the cooling fan to resolve the issue. Following the part replacement, the asp completed testing and confirmed that the device returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.